Event description:
It was reported the ventricular connector on the epg (external pulse generator) is broken and needs to be replaced. The epg was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular connector was broken. It was also noted that the lower case was broken and contaminated and the ring cover was contaminated. (B)(4).